Event description:
It was reported that the customer experienced a cgm error 42. The customer's blood glucose level remained within normal range with no adverse impact. Technical support assisted the customer by providing comprehensive pump reset information and guiding them through the process. Following the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.